Manufacturer narrative:
Conclusion: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. In addition, a short circuit between two implant channels was observed whilst implanted. During investigation the short circuit could be confirmed, but a cause for it could not be determined. Apart from that minor mechanical damages were found during investigation which are attributable to the removal surgery. This is a final report.

Event description:
There was a suspicion that the electrode array migrated. Imaging done on (B)(6) 2024 confirmed 4 extra-cochlear channels. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a suspicion that the electrode array migrated. Imaging done on 25-mar-2024 confirmed 4 extra-cochlear channels.